Event description:
The reporter contacted animas on (B)(6) 2014 reporting that three weeks ago when changing the ifs and cartridge the patient developed a high blood glucose (bg) of 500-600mg/dl with vomiting and high ketones. The patient was treated with 30 units of insulin via syringe and to continued on the pump and is checked bg every two hours. The reporter stated that the cartridge was empty and just filled it the night prior and questions the connection was loose from the cartridge to the tubing may have leaked. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient did not check the luer lock connection and believed it may have been loose.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient did not check the luer lock connection and believed it may have been loose.)